Manufacturer narrative:
No product was returned. The investigation could not identify the root cause of the reported infection. No evidence was found that would suggest product contribution to the reported event. The need for corrective action was not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure was performed due to infection. The poly insert was exchanged.